Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery to repair right quad tendon, a unknown 2.5 drill bit broke in half, leaving one piece in the patient's patella. The drill bit could not be removed and therefore it remains in the patient's patella. No action was taken to remove the broken drill piece. This report is for an unknown drill bit. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown 2.5 drill bit. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.